Event description:
The customer contacted physio-control to report that their device would not charge defibrillation energy. In this state, the device would not be able to provide defibrillation shock to the patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h3 device evaluated by mfg of supplemental 001 medwatch report indicates: blank section h3 device evaluated by mfg of supplemental 001 medwatch report should indicate: yes section d10 returned to manufacturer on, of supplemental 001 medwatch report indicates: blank section d10 returned to manufacturer on, of supplemental 001 medwatch report should indicate: 03/29/2019.

Manufacturer narrative:
Physio-control further evaluated the replaced part, therapy pcb assembly, and verified the reported issue. It was observed that there was no voltage at diode, cr301-9, and diodes cr21 and cr22 were shorted out, however the root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not charge defibrillation energy. In this state, the device would not be able to provide defibrillation shock to the patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The third-party agent evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not charge defibrillation energy. In this state, the device would not be able to provide defibrillation shock to the patient, if it was needed. There was no patient use associated with the reported event.